Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: a sample evaluation was performed. As received, one wavelinq catheter system including a venous and arterial catheter. The valve crosser was returned covering the electrode. The electrode appeared intact with some dried blood observed around the electrode and the magnet arrays on the venous catheter. The magnet arrays coapted and aligned properly without issue. The electrode height was measured and was found to be approximately 0.72mm.the root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the FDA rn number of the MDR was updated to 9616666 and the manufacturing site and manufacturer are updated accordingly. H10: d4 (expiry date (09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the arteriovenous fistula procedure in ulnar via anti-parallel brachial/ulnar approach, the magnet allegedly failed to coapt. Therefore, a new set of catheters were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (09/2021).

Event description:
It was reported that during the arteriovenous fistula procedure in ulnar via anti-parallel brachial/ulnar approach, the magnet allegedly failed to coapt. Therefore, a new set of catheters were used to complete the procedure. There was no reported patient injury.